Event description:
Md reported: on (B)(6) 2008--patient underwent incarcerated incisional hernia repair with mesh implant. On (B)(6) 2010--patient diagnosed with an abdominal wall infection and was taken to the operating room for an I&d (incision and drainage) of abdominal wall abscess. (The mesh was not involved in the infection at this time). On (B)(6) 2010--the patient was taken to the operating room with a pre-op diagnosis of abdominal wall wound infection with probable infection of underlying composite hernia mesh. The surgeon performed a I&d of abdominal wall abscess and resection of infected mesh. On (B)(6) 2010--the patient was taken to surgery with the pre-op diagnosis of abdominal wall infected wound with enterocutaneous fistula. An excisional debridement of abdominal wall wound, skin and subcutaneous tissues and suture of small bowel. On (B)(6) 2010--the patient was taken to the operating room for a pre-op diagnosis of open abdominal wall wound with enterocutaneous fistula. An irrigation and debridement of open abdominal wall wound was performed. On (B)(6) 2010--the patient was taken to the operating room for a pre-op diagnosis of enterocutaneous fistula and open abdominal wall wound. The patient underwent a wound exploration, irrigation and debridement including excisional debridement of the skin, subcutaneous tissue, and superficial muscle fascia.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. No material review report was issued against this lot. The information provided indicates that the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While infection is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.